Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. The pump was returned with basal program 1 set to: 0.875/hr at 00:00, 0.775u/hr at 03:00, 0.775u/hr at 06:00, 0.675u/hr at 12:00, 0.775u/hr at 18:00. The basal records for (B)(6) 2017 correctly matched the basal program 1 with: 0.875/hr at 00:00, 0.775u/hr at 03:00, 0.675u/hr at 12:00, 0.775u/hr at 18:00. The basal change history appeared to be inaccurate on (B)(6) 2017 with basal records reading record #17 = 0.775u/hr at 18:00, record #16 = 0.675u/hr at 17:16 and record #15 = 0.775u/hr at 18:01 due to a manual time change made from 18:13 to 17:13. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and total daily dose showed 48.0u. There were no errors, alarms or warnings during testing. No hypersensitive or stuck keys were observed on keypad. The total daily dose added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate a basal history recording defect during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 22 mmol/l with symptoms of drowsiness and small ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump history with a customer technical support representative and found that there were some variations in the basal history. The basal history¿s time stamp moved by an hour. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event on the pump and the pump did not appear to be delivering correctly.